Event description:
Customer's guardian reported receiving an error 3 on his precision optium meter and was unable to test. The guardian stated that she thinks that blood also got into the device's port. The guardian also states that the child was incoherent and nonresponsive after giving him his insulin. Ems was called and upon arrival the child's blood sugar was checked, however, no meter reading is documented. Ems administered a glucose solution and monitored the child for an hour. The child was not transported to a health care facility and no diagnosis is documented. There was no report of permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for investigation and a follow-up report will be submitted once results are available.